Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the abutment fell off the implant, resulting in skin overgrowth of the implant site. On (B)(6) 2015, the patient underwent revision surgery to excise excess skin as well as placement of a new abutment. The implanted device remains.